Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-00718, 3006705815-2022-00719. It was reported that the patient was experiencing ineffective therapy and discomfort at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.